Manufacturer narrative:
The user facility submitted medwatch mw5109623 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported five (5) unspecified coupler had prongs do not line up. Furthermore, "when attempting to clamp the two flow coupler rings together, the pins do not align with the holes so they get caught, and do not displace properly from the u portion of the jaw". It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.